Event description:
The physician was unable to obtain post-operative images on a pediatric patient in ICU due to the v7m transducer immediately reaching the maximum thermal limit, which lead to medical intervention.